Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had poor sleeve function and blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: the customer stated "blood leaks from out rubber sleeve around the patient end needle before puncture the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. The most likely root cause of the sleeve leakage is np cannula piercing the side of the rubber sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had poor sleeve function and blood splatter/leakage, or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: the customer stated, "blood leaks from out rubber sleeve around the patient end needle before puncture the tube."